Event description:
A malfunction was reported on a customer's insulin pump, indicated by a malfunction code malf 12. There was no adverse impact to the customer's blood glucose level reported, with levels not exceeding 500 mg/dl. The customer continued to use the pump for insulin therapy.